Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together with the returned rotawire in the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The rotawire was removed with some resistance due to the kinked wire. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During removal, severe resistance was felt when the burr was pulled up to the guiding catheter; procedure itself was performed without issue. It was further noted that the burr was stuck with the rotawire and could not be removed. No damage was observed on the rotawire. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During removal, severe resistance was felt when the burr was pulled up to the guiding catheter; procedure itself was performed without issue. It was further noted that the burr was stuck with the rotawire and could not be removed. No damage was observed on the rotawire. The procedure was completed with this device. No complications reported and patient's condition is good.